Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with exploratory laparotomy with resection of pelvic masses and bso. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacral colpopexy, abdominal enterocele repair, cystotomy with repair and cystoscopy; due to sui, cystocele, rectocele, enterocele and vaginal prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and depression.